Event description:
(B) (4). It was reported that following a coronary artery stenting procedure the patient experienced a myocardial infarction. The target lesion was located in the ramus with 99% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The physician treated the target lesion with pre-dilatation and implanted a 3.0 x 32 mm study stent resulting in 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1076 days post index procedure, the patient presented to the hospital with a complaint of chest discomfort. ECG revealed non-specific t-wave abnormalities. The patient underwent cardiac catheterization, which revealed a 90% stenosis in the 2nd om. The patient was scheduled for pci the following day but developed strep throat prior to the procedure. The patient was felt to be stable and underwent pci. The 90% stenosis in the 2nd om was treated with two 2.5 x 13 mm non bsc stents to the inferior and superior division. Three days later the patient was discharged home.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).